Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed failed battery test alarm and replace battery now alarm. Customer's blood glucose was 15.7 mmol/l. Customer will not be returning the device for analysis.

Manufacturer narrative:
Pump passed sleep current measurement and active current measurement. However, unit received with corroded battery tube and broken battery tube threads. Unit passed self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test, low battery alert, replace battery alert or battery power loss alarm noted during testing or in the pump trace download. Unit received with cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and minor scratches on lcd window.